Event description:
A malfunction on the pump was reported by the caller, who did not experience any notable events leading to the issue. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the caller with information necessary to reset the pump, assisted them in doing so, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact technical support again if the issue reappeared, which the caller acknowledged and understood.